Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation into this matter consists of an evaluation of the received device logs only as we have not received any information if any parts have been replaced. The logs were received and show that successful system check outs were performed prior to and after the event indicating that no technical malfunctions were present. The received trend log confirms the high fio2 readings. Alarms for high fico2 level were generated during ongoing patient treatment. The logs show further that alarms for high respiratory rate, expiratory minute volume: low and leakage were generated. The logs also show that the co2 absorber was un-docked and re-docked several times by the user, most likely in unsuccessful attempts to solve the high fico2 readings. Without any additional information or parts to investigate, we are unable to determine the true cause of the reported issues. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that the anesthesia workstation measured a higher fico2 level than expected during an extended time period. There was no patient harm. Manufacturer's ref #: (B)(4).